Manufacturer narrative:
The insulin pump was unable to vibrate during self test due to broken vibrator black wire. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that the vibration feature on her insulin pump is not working anymore. Customer stated that she noticed the issue a few weeks ago changed the battery and the insulin pump would no longer vibrate. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.